Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens and damaged battery compartment. There was no evidence to review in the event history log. During the functional testing, the reported problem was duplicated. The dso sensor was intermittent and the reported problem of battery compartment damage was also present. The most probable cause of the cassette error alarm is an intermittent dso sensor. The dso sensor and battery compartment were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a cassette error alarm and the downstream occlusion/battery compartment was damaged. There was no patient involvement and no patient harm/adverse event reported.